Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed'), breast cancer ('breast cancer') and pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), migraine ("migraine"), weight fluctuation ("weight loss, weight gain"), headache ("headaches"), menorrhagia ("abnormal bleeding (menorrhagia)\menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full);). Essure was removed. At the time of the report, the genital haemorrhage, breast cancer, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, fatigue, migraine, weight fluctuation, headache, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, breast cancer, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: patient was medically unfit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received- events abnormal bleeding (vaginal), dysmenorrhea were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.